Manufacturer narrative:
(B)(4). This ipg serial number was included in a field advisory. (B)(4).

Event description:
It was reported the patient experienced loss of stimulation due to their ipg being inoperable and was not able to establish communication with the external devices. Reportedly, the patient did not charge the device for about three years. A sjm representative confirmed the issue. Surgical intervention may be taken at a later date to address the issue

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Additional information received identified the ipg was explanted and replaced with another model which resolved the issue. This device was also reported under MFR. Report # 1627487-2016-01862 for pocket heating while charging.